Event description:
A (B)(6) female presented to emergency room (ER) after husband found her unresponsive via private owned vehicle. On arrival to the ER, the pt was found in cardiac arrest and required resuscitation. Post resuscitation pt was having continuous myoclonic jerks and was unresponsive even during sedation vacations. Propofol drip used for sedation of intubated pt was switched to MRI compatible infusion pump for planned MRI. MRI pump was set up with propofol 1000 mg. In 100 ml and set to run at 21 ml / hour. Shortly after propofol infusion was started on the MRI pump, the pt heart rate and blood pressure dropped. The nurse noticed that the pt was no longer having myoclonic jerks as previously. The propofol drip was check and it was noted that the entire vial had infused completely. The pump stated that only 2.5 ml had infused. She was diagnosed with anoxic brain injury. Ten days later, she was placed on comfort measures and transferred to inpatient hospice facility.